Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus, mr, ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 20cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the shaft broke. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable.